Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to an unknown cause. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: the patient was born on an unreported date in (B)(6). The patient passed away on an unreported date in 2014. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.